Manufacturer narrative:
A replacement power supply was shipped to the customer. In follow up with the customer on (B)(4) 2011, she confirmed that she saw sparking on the cord ''right where the cord connects to the adaptor itself. There is a split in the wire there.'' The customer confirmed there were no signs of melting nor a breach of any kind on the power supply (transformer housing) itself. The customer also confirmed no injuries were sustained. An initial review was performed on (B)(4) 2011. The complaint was declared not reportable at that time. After additional follow-up, the original power supply was received on (B)(4) 2011. The product was then forwarded to engineering for analysis. Refer to evaluation summary, for details of the analysis/evaluation performed on the power supply. In summary, a breach in the outer insulation of the cord at the strain relief was present and resulted in a short circuit which caused the cord to heat up and spark. A secondary review of the file with the new information was performed on (B)(4) 2011 and determined a medwatch report was required. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Evaluation summary - a visual examination of the power supply revealed both the inner and outer insulation on the dc output cord was breached at the strain relief. There were no signs of burning or fire, nor any deformation, holes, or openings in the transformer housing. The power supply was plugged in and the voltage across the dc plug was measured at .22 vdc, which indicates that the power supply is not producing the correct voltage. No smoke, fire , or sparking was observed. Resistance across the dc plug was measured at .4 ohms, which indicates that there is a short in the dc cord. The resistance across the ac blades measured at 59.3 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported the cord for the adapter is coming apart where it connects to the adapter. Customer confirmed she had been winding the cord tightly around the adapter.